Event description:
It was reported that the patient has expired after a implant duration of approximately 3.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had a patch implanted. A device history record review is currently in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.